Manufacturer narrative:
Exemption number e2017043.

Event description:
On (B)(6) 2017, at (B)(6) hospital (us), dr. (B)(6) performed an l3-s1 fusion surgery using the mazor x system. Intraoperatively the screws looked accurate, but post-operatively the patient suffered from a drop-foot. On a post-op CT it was noted that l3-l4 trajectories were medial and these were revised the following day. This was reported to mazor on (B)(4) 2017.